Manufacturer narrative:
Image review: four still images were received from the account. The images appear to show a stent device in the vessel; however it was not possible to determine if there is deformation to the stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is a smoker with history of hypertension and diabetes. The physician intended to use a resolute integrity drug eluting stent to treat a very calcified and tortuous lesion in the cx with 90-95% stenosis. Device was inspected prior to use, no issues noted. The lesion was pre-dilated with a balloon many times, 50% stenosis remained. When an attempt was made to introduce the resolute integrity, it got stuck and could not be advanced across the lesion, no excessive force was used. When the stent was withdrawn, it was noted that the distal part of the stent was deformed and the cell was damaged. An onyx stent was used to complete the procedure. No patient injury was reported. Patient is reported to be doing good.

Manufacturer narrative:
The distal tip of the device was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 1st to 4th distal stent segments were deformed with raised struts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.